Event description:
It was reported that during a laparoscopic hysterectomy procedure the tip of the device was damaged or melted during a procedure. The tip was retrieved through the trocar. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached with a piece missing.. Probably causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.